Event description:
A report was received that the patient¿s scs hurts a lot of time more than it helped. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and did well postoperatively. The reason why the patient had an explant was due to the need of magnetic resonance imaging (MRI). No device malfunction was suspected the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s scs hurts a lot of time more than it helped. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial #: (B)(4), description: next generation anchor kit-sterile.